Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with other empirical evidence. No manufacturing non-conformities were alleged during the event, and none could be confirmed through the investigation. Available information suggests that the slda and septal damage were a result of the patient moving during the procedure when they woke up from anesthesia.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. During procedure the patient woke up from anesthesia. The patient had a flail pml central-lateral. Strategy was to place a device directly in the flail. Tsp performed 4.5 posterior, mid-fossa. Several attempts were needed to achieve an optimal grasp and there was difficult device control through the cords. There was a change of strategy to two devices. First device to be placed laterally and second device medially next to it. 1st device was implanted laterally with significant reduction of mr and reduction of v wave to half (25). Second device prepared according to IFU. Device was inserted through the gs and steered down onto the valve. Second device was aligned parallel to first device. Immersion in the valve and positioning for grasping. At this moment the patient woke up from the anesthesia and moved jerkily. Pressing the patient against the echo probe. Anesthetist reacted and sedated the patient with further medication. The team checked the heart with the echo and fluoro and after the event there was a tear of the septum visible in echo, defective echo probe due to biting of the patient and a slda of the first device due to interaction to the second device/catheter with movement of the patient. First device was only attached to the aml and rocking around. Free mi and decision made by the team to convert patient surgically. Bailout of second device. The patient survived the operation well and could be transferred to the normal ward.